Event description:
It has been reported to philips that the allura system would not turn. The device was not in clinical use.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. A philips field service engineer (fse) inspected the system on-site and identified that a short circuit in power cable had caused the fuse l3 to trip, which caused an interruption of power in the main circuit of the m-cabinet. Upon troubleshooting, the fse identified a break of the power cable, between the main power distribution (mpdu) and the ups (uninterruptible power supply). The break was at the connector of the ups. The fse swapped the power cable to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not on. Upon troubleshooting, fse found that the problem in the power supply of the m-cabinet. Fse fixed the connections in the power supply. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.